Event description:
It was reported that during a pci procedure the maverick2 monorail balloon ruptured at 6atms. The lesion being treated was located in the moderately tortuous, non calcified, and 90% stenotic, branch of the proximal right coronary artery (rca). When a non-bsc stent was implanted in the proximal rca the blood flow in a branch of the proximal rca became sluggish, so the physician advanced the maverick2 balloon into the branch and inflated the balloon to 6atms and it ruptured. The cag showed blood flow was slightly sluggish, but the physician stopped the procedure without further treatment. Patient status is listed as "good."